Manufacturer narrative:
Concomitant products: 5086mri58 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there noise was noted on both leads during a nst (non-sustained tachycardia) episode. In-office testing could not reproduce the noise, and all other tests were normal and stable. The sic (sensing integrity counter) was higher than it had been, along with a number of mode switches. Ventricular sensitivity was adjusted, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported lead noise being seen on remote monitoring transmissions. The patient went in to the physician's office where the leads were seen to have nothing wrong. The physician read over previous note and stated that there was "possibility that the leads are bad." A few weeks later, both leads were inactivated and replaced.